Event description:
The customer reported that inside a procedure, the foot switch "kept making exposures." There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.